Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. Patient did not have the controller with her on the call. The reason for call was patient (pt) reported the controller was dropped and the screen is unresponsive. Patient stated the screen is just black patient does not have the controller on the call to do any troubleshooting. Patient services (pss) suggested patient call back with the controller to try to connect with ac power without the li battery inserted to see if the controller would respond. (B)(6) 2024 - patient reported dropping the controller. Patient services (pss) walked the patient through plugging the controller into the ac power cord. The controller did not power back on but the screen appeared dull with no lighting. Patient alleged when they had controller replaced in the past, the battery pack would not connect with the replacement controller. Patient services (pss) reviewed with complete replacement equipment should work as intended. No symptoms were reported. A replacement controller was sent out. Patient reported there was no serial number (sn) on the controller where the serial number should have been. (B)(6) 2024 - patient received the controller and called back stating it did not work. The new controller charged fine from the wall but when trying to recharge the implantable neurostimulator (ins) it showed 'battery pack empty, call medtronic'. Patient could not locate the sn of the battery pack and said their battery pack had no label/no sticker with sn. Patient said the battery pack was replaced a month ago and it had no sticker (patient services (pss) did not find any record of battery replacement). A replacement battery pack was sent out. See reference pe # (B)(4) for "patient said they already had controller, recharger and ac cord replaced.".